Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and ams bioarc sp system with intexen lp were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to stress urinary incontinence, urinary urgency and frequency at (B)(6).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to mesh extrusion, perirectal hematoma. No additional information was provided (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.